Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and it was noted that the atrial lead had dislodged. The lead was repositioned successfully. The patient was fine during and after the procedure.